Manufacturer narrative:
Based on the claim against the product by the customer noting clip application failure and stuck instrument jaws, an investigation is in progress to determine the cause of this reported event. The instrument has been received, but failure analysis testing has not yet been completed. This complaint is considered a reportable event due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. Additionally, the instrument failed to open after clip application. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. A fragment may have fell inside the patient and no further information is provided at this time. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted general cholecystectomy surgical procedure, the medium-large clip applier instrument was used for clip application and the jaw got stuck when attempting to release the jaw after applying the clip. The instrument was eventually removed. However, details were not provided. The instrument was reused and the same issue and subsequent removal occurred. Use of the instrument was discontinued and a backup was used. No further issue was observed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument and accessory were inspected prior to use. The instrument did not collide with any other instrument or tool. The user completed the procedure. No known impact or patient consequence was reported.

Manufacturer narrative:
The medium-large clip applier instrument was analyzed, and failure analysis investigations were able to replicate and confirm the reported issue. Failure analysis found the primary failure of severely bent grips to be related to the customer reported complaint. The medium-large clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly loaded on the grips. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
Refer to h10/h11 for follow-up information.